Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of noise observed (non sustained). Reprogramming was performed. Physician decided to take no further actions. Patient was in good condition.